Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 12, 2006. The procedure was completed with no patient complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, dyspareunia, loss of libido, recurring incontinence, and exposure of the mesh post procedure. The exact nature and date of onset for each are unknown. It was reported that the patient had the exposed mesh excised on (B)(6), 2010. The patient currently continues to experience pain and vaginal complications. All other information is unknown and reportedly unavailable.